Manufacturer narrative:
(B)(4)

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). The patient also mentioned that she received an error on the meter. The meter's memory was accessed and the following results were obtained on (B)(6) 2017: 6.0 inr at 22:54. 4.1 inr at 22:57. 6.3 inr at 23:00. On (B)(6) 2017 at 08:34, the patient had a meter result of 6.1 inr. The 4.1 inr and 6.3 inr values from (B)(6) 2017 were reported to the patient's independent diagnostic testing facility. The patient used different fingers to obtain samples for meter tests. No adverse events were alleged to have occurred with the patient. The patient was not treated. The patient's current condition is good. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is once per month. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's coumadin dose was not changed since last testing. The patient has had no changes in diet. The patient did mention that she had a recent gastrointestinal flu that lasted several days. The customer also noted that she has had nosebleeds lately, but no medical treatment was needed. The patient has no bruising and no symptoms related to a high inr result. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 216748-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The customer's meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 3.7 inr, donor 2 inr: 2.7 inr . Donor 1 hct: 47%, donor 2 hct: 35%. Testing results: donor #1: masterlot: 3.7 inr, customer meter and master lot: 3.7 inr. Donor #2: masterlot: 2.7 inr, customer meter and master lot: 2.7 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The complained error did not occur. The returned material and the retention material meet specifications. None of the treatments/medications taken by the patient are currently known to interfere with the accuracy of the test results. Upon analysis of the meter memory, the complained error message was observed. The complained error can occur if not enough blood is applied to the test strip.